Manufacturer narrative:
Mckesson performed an investigation to determine the root cause of the event. It was found that if sound prompts are configured on the horizon cardiology hemo system, a conflict between the integrated sound component on the real-time monitoring computer and the process of acquiring pt's physiological parameters resulted in loss of parts of the ECG waveforms when there was activity using the sound component. The integrated sound component was disabled on (B)(6) 2010 and was permanently replaced with an additional sound adapter on (B)(6) 2010. The resolution of the issue was validated with the clinical staff on-site. No other events were reported since disabling the integrated sound component on (B)(6) 2010.

Event description:
On (B)(6) 2009, mckesson received a report from a clinical site, where the horizon cardiology hemo system in the catheterization lab presented unusual ECG waveforms on the real time monitor. The hosp reported that based on the physician's interpretation of the ECG waveforms, after the procedures were complete, two pts were transferred to another area of the hosp for additional observation. During the additional observation, no unusual ECG rhythms were detected using other physiological monitoring equipment. The hosp also reported that no further treatment was provided.

Event description:
On (B)(6) 2009, mckesson received a report from a clinical site, where the horizon cardiology hemo system in the catheterization lab presented unusual ECG waveforms on the real time monitor. The hosp reported that based on the physician's interpretation of the ECG waveforms, after the procedures were complete, two pts were transferred to another area of the hosp for additional observation. During the additional observation, no unusual ECG rhythms were detected using other physiological monitoring equipment. The hosp also reported that no further treatment was provided.

Manufacturer narrative:
Mckesson performed an investigation to determine the root cause of the event. It was found that if sound prompts are configured on the horizon cardiology hemo system, a conflict between the integrated sound component on the real-time monitoring computer and the process of acquiring pt's physiological parameters resulted in loss of parts of the ECG waveforms when there was activity using the sound component. The integrated sound component was disabled on (B)(6) 2010 and was permanently replaced with an additional sound adapter on (B)(6) 2010. The resolution of the issue was validated with the clinical staff on-site. No other events were reported since disabling the integrated sound component on (B)(6) 2010.